Manufacturer narrative:
Although no faulty sample was returned, the documentation of the incident shows obvious signs of bad positioning/movement of the catheter which might have caused pleural effusion. In the product's IFU states: "precautions: the catheter tip must not be advanced into the heart (right atrium) ".the location of the catheter within the heart may cause cardiac tamponade, or cardiac arrhythmias. It is advisable to make checks of the catheter tip position at regular intervals throughout the usage of the catheter". Obviously the user did not follow this advice, as they stated that the catheter was not radiopaque. This is the first incident report received for pleural effusion on code 1261.207 and the first complaint for batch no. 170220go. Having reviewed the batch history records of batch no. 170220go, which consisted of 2380 ea, we found no deviation from specification. The batch was released. Each catheter is leak and flow tested during production. The tensile force of the catheter components is randomly checked. Visual tests are carried out for product/component presence, the presence in cavities and the integrity of the product seal. Radiopacity tests are done with each catheter tube batch after extrusion. Catheter tube code 6g35961012, batch no. 8065071 and 8082662 was used. Radiopacity tests complied with the specification.

Event description:
The catheter has been disseminated. It was placed on (B)(6) 2020. The child has suddenly deteriorated, he has liquid in the pulmonary level. A pleural puncture was carried out and found the infusion in his lung. The catheter has been removed, apparently undamaged. It was thrown away by the care teams.